Event description:
It was reported that the patient presented for implant procedure. During the procedure, the left ventricular (lv) lead could not be inserted into the lv port on the new implantable cardioverter defibrillator (ICD) and exhibited high pacing impedance values. Therefore, the physician elected to replace the ICD with another and impedance values were normal. There were no patient consequences.

Manufacturer narrative:
The reported event of an lv lead insertion anomaly was not confirmed in the lab. Testing showed the lv lead bore was within normal specification and leads in the lab were able to insert properly. However, during the analysis an lv set screw anomaly was found. The cause of the lv set screw anomaly was due to a stripped set screw cavity caused by septum debris filling the bottom. No early battery depletion was found, the device was above elective replacement. The pacing, sensing, impedance, hv output, and patient notifier was tested, and no anomaly was detected.